Manufacturer narrative:
This report is being filed on an international product, list number 02g23 that has a similar product distributed in the us, list number 4p54. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A (B)(6) result was generated while using the architect hbsag ii qualitative assay and confirmed (B)(6) using the architect hbsag ii qualitative confirmatory assay while using the architect i2000sr analyzer. The customer provided the following data: (B)(6). There was no adverse impact to patient management reported. No other patient information was provided.

Manufacturer narrative:
Update: lot number updated. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material was not available. A clinical specificity testing protocol, using panels, was executed using lot 80273fn00 and met acceptance criteria and determined the reagent is performing acceptably. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative ii confirmatory assay, list number 02g23, lot 80273fn00 was identified.